Event description:
The customer reported no diffs on controls and patient results involving the coulter lh 500 hematology analyzer. The customer indicated no erroneous patient results were released from the laboratory. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) adjusted the erythrolyse and stabilyse pump volumes and cleaned the flowcell aperture. The fse advised the customer to keep the room temperature above 71 degrees fahrenheit. System performance met published performance specification. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the erythrolyse and stabilyse pump volumes. A definitive root cause is unknown.